Event description:
It was reported that the patient experienced episodes of vertigo before the implantation. After the implantation, the patient reportedly experienced vertigo when using her device. The patient's device was explanted. Advanced bionics is in the process of gathering additional information.